Event description:
Procedure type: laparoscopic cholecystectomy. According to the rptr: when inserted, a broken sound was heard under the pt's skin. It was found the tip was broken. The broken pieces were retrieved. Another device was used. No bleeding or tissue damage was reported. The operating room time was not extended more than 30 minutes. No pt injury was reported.

Manufacturer narrative:
(B)(4).